Event description:
Customer reported that she had high blood glucose of 239 mg/dl. Customer stated that her insulin pump was not working correctly, it was alarming motor error during basal. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had a motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform displacement test due to motor error alarm. Insulin pump received with cracked display window corners, cracked battery tube threads and cracked reservoir tube lip.